Manufacturer narrative:
This report is submitted on august 24, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced infection and irritation at abutment site on (B)(6) 2017 however the issue could not be resolved. Subsequently, the abutment was removed. The implanted device remains.